Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra transcatheter heart valve, due to one beat of loss of capture, the valve embolized into the descending aorta. A new valve was implanted, having one beat of loss capture but in this case, the valve stayed in place. No patient injury and the patient is doing well post-procedure. As per medical opinion, the loss of capture was due to balloon inflation and therefore little change of the heart's position.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided revealing that the first valve was embolized in the aorta and a second valve was deployed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3 and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for the valve embolized into the aorta was confirmed based on the provided imagery. There was no allegation or indication a device malfunction contributed to this adverse event. A review of the complaint history did not identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, due to one beat of loss of capture the valve embolized. The valve was positioned in the descending aorta". Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, it was reported that there was a loss of pacing capture with one beat. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment", which could cause the delivery system (with valve) to move toward the aorta resulting in embolization. Available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.